Event description:
A (B)(6) male with history of cad, s/p cabb, ischemic myopathy, s/p dual chamber ICD placement (B)(6) 2010 for primary prevention. When pt seen in device clinic for follow up, it was found the device was not communicating with the programmer either through rf nor with wand. Tech services suggested, it could be complete drain of battery, the pt was admitted and underwent a generator replacement. After removing the initial device from the pocket, it still could not be interrogated with the wand indicating that it failed prematurely and without warning. Diagnosis or reason for use: primary prevention of scd second to ischemic.